Event description:
It was reported to the manufacturer by an explant facility that a vns pt recently underwent generator and lead replacement surgery due to high lead impedance. The explanted generator and lead were returned to the manufacturer and at the moment the lead has not completed analysis. Analysis of the returned generator revealed that the pulse generator performed according to functional specifications. At the moment good faith attempts to obtain additional info from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.